Manufacturer narrative:
Product ID 3708240, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3998, lot# va0bjg1, implanted: 2013 (B)(6); product type lead (B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) "quit working" and she was not feeling stimulation 24 hours after her revision surgery on (B)(6) 2013. It was verified with the recharger that stimulation was on. It was noted that the patient did not feel it, however, the patient had reportedly felt the stimulation prior to the 24 hours after her revision surgery. It was noted that the patient experienced a loss of therapeutic effect. It was stated that the patient was going to see her doctor today to get the stitches out and wanted one of the manufacturer's representative to be there. Additional information was requested but was not available at the time of report. If further information is received, a supplemental report will be filed.